Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the intra-aortic balloon pump (iabp) and confirmed the reported issue. When the iabp was disconnected from the ac power , the alarm "low battery" would immediately generate. The customer had recently replaced the batteries and let the iabp charge overnight. This repair did not resolve the issue. It was determined that the power supply was faulty and was replaced. Upon concluding repairs, the iabp operated correctly on battery power and did not display the "low battery" message when the battery had sufficient charge. It was returned to the customer and cleared for clinical use.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a "low battery warning" alarm with fully charged batteries. This event occurred during service/test performed by the customer. There was no patient involved, thus no injury or adverse event was reported.